Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that in the morning, the patient reported that his sensor had failed. He was not sure how long it was from the time his sensor had failed until he got the symptoms of dizziness, cloudiness and being out of it. The patient was not able to do a fingerstick or do any treatment before he then passed out. He does not recall how long he was unconscious but he did gain conscious in the morning of (B)(6) 2026. When the patient regained consciousness, the patient took public transportation and went to the hospital by himself. Upon arriving at the hospital, they took a fingerstick which showed a bg reading of about 700 mg/dl. They did tests on the patient and confirmed him to be in dka. The patient was treated with IV fluids, medication via IV (patient not sure of the name of the medication) and insulin via IV. The patient stayed in the hospital for more than 24 hours until the evening of (B)(6) 2026 and was discharged. At the time of the call, the patient was fine. No other details were documented. Performance data was reviewed. The allegation was not confirmed via data. The probable cause could not be determined post investigation as the allegation was not found. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of diabetic ketoacidosis and loss of consciousness.